Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: unspecified. The following event was noted through a periodic article review. A study was conducted on 48 consecutive carotid artery stents implanted. There was one patient reported to have suffered a stoke with residual disability. An unspecified protection device was used for the procedure. No treatment or intervention was described. The article lists the xact stent along with two competitor stents used for the carotid procedures. The article does not correlate the patient outcome to a specific stent/manufacturer.

Manufacturer narrative:
This report involves a study noted in an article. The device was not available for analysis. The part and lot number were not identified; therefore, a device history record review could not be performed. Attachment: adrian james ling, mbbs, et al; "stenting for carotid artery stenosis: fractures, proposed etiology and the need for surveillance" journal of vascular surgery 2008;47: 1220-1226.